Manufacturer narrative:
It was reported that the table allegedly drifted downward after the user released the button the hand pendant. A stryker field service technician (sfst) performed the investigation onsite. The sfst investigation found damage to the column casing, indicating that something was placed on the base of the table. Included in the user manual are warnings in regards to not placing anything on the base. Additionally there are printed warnings on the base of the table which state not to place anything on the base. The 6" drop is likely a perception since the column casing was damaged. There was no patient injury or adverse consequences.

Event description:
It was reported that the table allegedly drifted downward after the user released the button the hand pendant. There was no injury or adverse consequence.